Event description:
It is reported that the surgeon couldn't insert the articular surface properly so he completed the surgery with another surface of the same size.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.